Event description:
It was reported that during a pta/stenting treatment procedure of a long, diffuse 80% stenotic 12 mm lesion in the superficial femoral artery, the deployment difficulties were encountered. The lesion was predilated using a 5 mm x 40 mm balloon. Through a 6fr arrow sheath, the physician successfully placed one wallstent. A second wallstent was introduced and the physician intended to place it proximal to the first. After it was positioned and sheath retracted to deploy the wallstent, the physician realized that the sheath was very tight and could not be further retracted even with considerable force, the wallstent seemed to be stuck in the sheath. The wallstent was recaptured and the entire system was removed. Access was maintained with an amplatz super stiff guide wire. Another sheath was placed and the procedure completed using a cook zilver stent. The procedure was considered successful; post procedure angiogram shows excellent patency of both stents.